Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 80," "system fault 37" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.